Event description:
It was reported that the patient presented for a follow up. Device interrogation showed that the right atrial (ra) lead exhibited high capture threshold. It was discovered that the lead had dislodged. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable.